Event description:
The hcp reported, the patient's drug pump was explanted shortly after implantation due to infection. No patient symptoms or outcomes were provided. The drug contained in the patient's pump is unknown. Additional information has been requested from the hcp, but was not available at the time of this report.